Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the unit was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The following activities were performed: short circuit in the motor cable - motor cable replaced. "Micro": preventive replacement of o-rings performed. According to service manual. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety test completed. Functional test according to test procedure completed. Unit safety test performed according to manufacturer's final test procedure with reference accessories. The device was fully repaired. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Electric short in the motor cable is the root cause of the reported issue. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.